Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-dec-13. It was reported that the cause of the multiple motor stalls and recoveries was not reported. The pump was programmed to minimum rate and the patient was scheduled for removal of the pump and new insertion on (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-jan-09 reported there was a pump failure and delivery failure. The patient had injuries of pain, withdrawal, failure of therapy, and surgery. The date of injury was noted as (B)(6) 2017. The pump was explanted on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient receiving morphine (50mg/ml at 11.686mg/day) via an implanted infusion pump. The indications for use included spinal pain and failed back surgery syndrome. It was reported that the patient saw a code on their personal therapy manager (ptm) when trying to get a bolus. The exact code was unknown, but it was thought that it was 8476, indicative of a motor stall. The pump status and/or event log confirmed that multiple motor stalls and recoveries had occurred beginning on (B)(6) 2017. It was noted that there were a couple of stalls and recoveries in late october, then no stalls for a while, and then more stalls starting on (B)(6) 2017. The patient had not recently undergone magnetic resonance imaging (MRI) and there were no electromagnetic interference (emi) or magnetic sources present. No patient symptoms were reported.